Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the catheter showed the tubing was torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. The luer fitting was no longer attached to the tubing and was not received with the catheter. Dried body fluid was found on the handle, main body tubing and distal end. Dried saline was also present on the distal end and inside several irrigation ports. Upon returning the steering hub to the neutral position, the distal end remained curved to the left. The shaft had a tear in the tubing at the proximal side of the butt bond sleeve. X-ray of the butt bond region was performed to demonstrate the position of the braid relative to the support sleeve. Analysis concluded that due to cyclic fatigue, the adhesive and irrigation tubing tore open at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting, resulting in the luer fitting separating from the tubing.

Event description:
It was reported that loss of irrigation occurred. During an ablation procedure in the left atrium, after using the intellanav mifi open-irrigated ablation catheter for a little while the irrigation tube broke and the catheter was no longer irrigated. The procedure was completed with a new catheter and there were no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that loss of irrigation occurred. During an ablation procedure in the left atrium, after using the intellanav mifi open-irrigated ablation catheter for a little while the irrigation tube broke and the catheter was no longer irrigated. The procedure was completed with a new catheter and there were no patient complications.